Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during implant, the patient had covid, cardiogenic shock as well as severe mitral regurgitation. The patient was treated with milrinone & dobutamine and underwent a mitral valve repair procedure. The patient was also on extracorporeal membrane oxygenation (ECMO) support prior to implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the cardiogenic shock and severe mitral regurgitation (mr) were present prior to left ventricular assist device (lvad) implant.